Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the system has an issue with a failed transfer of a navigated imaging spin. The manufacturer representative needed to send the exam 4 times for it to populate on the navigation system. There was a less than 1-hour delay to the procedure and no impact on patient outcome.